Event description:
It was reported that when the discardit¿ ii syringe w/o needle was removed from the gp alaris pump, antibody leakage occurred. The following information was provided by the initial reporter, translated from german to english: "when the system was being removed from the gp alaris pump leakage of running liquid occurred, in this case antibody."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This event was registered by customer advocacy and determined to have only one product involved. This event has been over-reported.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the discardit¿ ii syringe w/o needle was removed from the gp alaris pump, antibody leakage occurred. The following information was provided by the initial reporter, translated from german to english: "when the system was being removed from the gp alaris pump leakage of running liquid occurred, in this case antibody."